Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett¿s esophagus. This pt was prospectively enrolled with a 1 cm low grade dysplasia. After a secondary focal ablation pt developed a double complex stricture and was dilated. Pt¿s condition improved stricture still apparent. Per the physician, the severity of this event was serious, and relationship of the event to the device procedure is not related, and there was no device malfunction.